Manufacturer narrative:
Investigation summary: our quality engineer inspected the video and photographs submitted for evaluation. Bd received two photographs which displayed two opened unit packages that contain five used 22ga bd nexiva closed IV catheter system-single port devices that all show to have traces of media present. Miscellaneous syringes are attached at the luer of four of the devices. Four of the devices are with the needle assemblies and catheter and extension line assemblies where the needles are partially retracted back through the catheter. One of devices is the catheter and extension line assemblies without the needle. The pinch clamps are not engaged on any of the five units. The second photo displays a view of a 22ga bd nexiva device being placed at an insertion site on an arm. This device reveals to have droplets of media from the area of the nose of the adapter. The video submitted shows one of the devices being flushed with a clear fluid which also reveals droplets coming from the area at the nose of the adapter (a defect) and the needle tip. Through the review of the video and photographs the reported issue was confirmed. However without the actual sample, only a general area and not the exact location of the leakage can be confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported when using the bd nexiva¿ closed IV catheter system there was leakage from the tubing. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "during the puncture, the root of the catheter tube leaked blood. After the successful puncture, there was leakage at the root of catheter tube when the normal saline was injected."

Event description:
It was reported when using the bd nexiva¿ closed IV catheter system there was leakage from the tubing. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "during the puncture, the root of the catheter tube leaked blood. After the successful puncture, there was leakage at the root of catheter tube when the normal saline was injected."

Manufacturer narrative:
Investigation summary: our quality engineer inspected the video and photographs submitted for evaluation. Bd received two photographs which displayed two opened unit packages that contain five used 22ga bd nexiva closed IV catheter system-single port devices that all show to have traces of media present. Miscellaneous syringes are attached at the luer of four of the devices. Four of the devices are with the needle assemblies and catheter and extension line assemblies where the needles are partially retracted back through the catheter. One of devices is the catheter and extension line assemblies without the needle. The pinch clamps are not engaged on any of the five units. The second photo displays a view of a 22ga bd nexiva device being placed at an insertion site on an arm. This device reveals to have droplets of media from the area of the nose of the adapter. The video submitted shows one of the devices being flushed with a clear fluid which also reveals droplets coming from the area at the nose of the adapter (a defect) and the needle tip. Through the review of the video and photographs the reported issue was confirmed. However without the actual sample, only a general area and not the exact location of the leakage can be confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. A device history record review showed no non-conformances associated with this issue during the production of this batch.